Event description:
The customer contact reported no flow. An unspecified primary tubing set was being used to deliver an unspecified medication via an infusion pump. At an unspecified time, the secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified antibiotic. The primary solution container was lowered below the secondary solution container. It was reported after "a couple of hours" the nurse noted the antibiotic had not infused; however, solution was delivering from the primary solution container. It was reported a kink was noted in the secondary tubing. The tubing set was replaced and the therapy was initiated. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4) (B) (4).